Event description:
Philips received a complaint on the heartstart xl+ defibrillator indicating that an "x" appeared on the screen. There was no patient involvement. The fse evaluated the device on site and determined the defibrillator passed the operational check. The fse checked the hardware log and found that there was no response to the request to press the charge button causing the test to fail. The fse observed staff attempting to carry out an operational check; however, the staff member was not interacting with the requests while during the operational check. The fse guided the staff member through each step and the operational check passed. The device remains at the customer site and no further evaluation is warranted at this time.